Event description:
The subject device was used during a hepatectomy. The probe was broken and fell off inside the patient. The broken tip was retrieved by the surgeon. The procedure was completed with a similar device. There was no patient injury reported.

Manufacturer narrative:
The subject device was returned to olympus medical systems corporation for evaluation. The evaluation confirmed that the probe broke down at 13 mm from the distal end. The ptfe pad was partially lifted from the jaw. There were contact marks on the surface of the probe and the jaw. The shape of the fracture surface showed that the fracture developed from the scratched as the starting point. The manufacturing history was reviewed, with no irregularities noted. Considering the evaluation result of the subject device, omsc concluded that the reported event occurred since the user continued activating output for an extended time after the tissue already cut. This report is being submitted as a medical device report in an abundance of caution.